Event description:
The complainant reported that there was no alarm for leads off heard at the central station. The patient expired.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
Correction: the original serial number initially reported was for the (B)(4). The complainant reported that there was no alarm for leads off heard at the central station. Reportedly, the patient was placed on a competitor's monitor for code after 7:30 am, and then placed back on the philips bedside monitor at 7:54 am. Based upon this review and the information provided by the account, approximately 40 minutes elapsed from when the inop first occurs at 6:51 am to the reported time of the patient code around 7:30 am. A review of both the strips and system logs revealed that no patient monitoring was available for this timeframe. The strips labeled 6:51 am indicate an "I" for inop which confirmed that the system recognized the leads off and labeled the condition as inoperative or inop. Inop alarms are not stored in alarm review or in alarm logs as they represent technical and not patient related alarms. Functional testing performed by the biomed confirmed that the system was operating properly. The reported event was not able to be reproduced; no fault found.